Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad symbols. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly. In addition, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen is dim. Patient stated that the dim display issue is not resolved by battery change and by setting the contrast to the highest setting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.